Event description:
Caller alleged discrepant results using the inratio meter: results as follows: inratio: 1.7, re-test: 3.6. Two nurses performed the tests, finger sticks were done on different fingers. Nurse reports that the patient has become more sedentary lately.

Manufacturer narrative:
Investigation pending.